Event description:
It was reported that when a patient presented to the hospital for follow-up, decreased r-wave amplitude, decrease pacing lead impedance, and slight increase hv lead impedance were observed all measurements within limits. The decision was made to explanted and replaced the lead. The patient received no complications from the procedure.

Manufacturer narrative:
(B)(4).